Event description:
The customer observed a false positive alinity I total b-hcg result for one patient. The following data was provided (</=5.00 mium/l is negative, >/=25.00 miu/ml is positive): sample ID (B)(6) initial result, on (B)(6) 2024, was 105.68 miu/ml, which was reported out of the laboratory. The result was questioned and repeated, on (B)(6) 2024, and the results were <2.3 and <2.3 miu/ml. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a1 - patient identifier complete entry = (B)(6). All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
An abbott field service representative (fsr) was dispatched due to the customer reporting false positive total b-hcg results on the alinity I, serial number (B)(6). Through an extensive investigation, the fsr found that the module had a lot of dust inside, including in the hopper. The fsr put on a new bottle of trigger solution and replaced the pump, bulk solution transfer, part number a-30111949-01, which resolved the customer¿s complaint. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.

Event description:
The customer observed a false positive alinity I total b-hcg result for one patient. The following data was provided (</=5.00 mium/l is negative, >/=25.00 miu/ml is positive): sample ID (B)(6), initial result, on (B)(6) 2024, was 105.68 miu/ml, which was reported out of the laboratory. The result was questioned and repeated, on (B)(6) 2024, and the results were <2.3 and <2.3 miu/ml. There was no impact to patient management reported.